Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an implant. It was noted that the patient experienced a pulsing sensation in the diaphragm and was admitted to the hospital five days post implant. Interrogation of the device revealed low ventricular pacing and no sensing on the ventricular lead with sinus rhythm. Imaging revealed the right ventricular lead had perforated through the heart wall. Device therapy and pacing were programmed off. A procedure to pull back and reposition the lead was completed (B)(6) 2020. There was no effusion and the patient was stable. The repositioned lead was found to have dislodged (B)(6) 2020. The patient was asymptomatic and stable. A procedure to explant and implant a new lead was completed (B)(6) 2020. Lead testing was successful the following day, the patient was stable and was discharged.